Event description:
It was reported by customer during operation that cardiosave intra-aortic balloon pump (iabp) system overheating occurred. No harm and injury reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital, a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (type of investigation). The failure analysis and testing dept. Received part with a reported unit failure of a system overheating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the fan in cardiosave test fixture and tested the part to factory specifications per procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e2, e3 a getinge field service engineer (fse) found no abnormality logs, no abnormalities in the scroll compressor and thermistor. There were no leaks in the drive manifold and no abnormalities were identified in the iabp. It seems that the system overheating occurred simply due to an increase in the temperature inside the device. The fan on the scroll compressor was replaced as a preventative measure. Work was performed according to the service manual with good results.

Event description:
It was reported by customer during operation that cardiosave intra-aortic balloon pump (iabp) system overheating occurred. Replaced with another unit to continue the treatment. No harm and injury reported.